Event description:
Customer reported he went to the emergency room this morning because his blood glucose was 11 mg/dl. Customer reported his insulin pump fell off while he was jogging and got run over by a car. He reverted to manual injections. Customer stated he gave himself insulin twice thinking the amount was five units, but it was actually fifty units, causing his low blood glucose. Customer declined troubleshooting for high blood glucose because the low was caused by his miscalculation. Customer's last blood glucose was 139 mg/dl. The device is being replaced. Nothing further reported.

Manufacturer narrative:
Device was received with cracked and bleeding on lcd glass, broken motor, broken case at reservoir tube lip area and broken case at end cap area. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to cracked and bleeding on lcd glass.